Manufacturer narrative:
The device has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the pt woke up with a 159 mg/dl blood glucose result. She claimed that she was bolusing from her meter remote and that her blood glucose levels elevated: her current blood glucose result at the time of the call was 600 mg/dl. The pt denied having any symptoms or ketones. The customer svc rep (csr) reviewed the pump's history bolus history and found that 0 units of bolus were delivered all day. The csr discovered that the pt was incorrectly entering the bolus amount on the meter remote. The pump settings were confirmed to be correct and the pt changed out the infusion site/set. The pt also mentioned receiving glucagon injection and IV treatment by the paramedics for 25 mg/dl blood glucose result on (B)(6) 2011 evening as a result of miscalculating her carbohydrates: the pt admitted that she guessed how much insulin to take based on her dinner and ended up taking too much insulin. The pt was advised to call her health care professional regarding the 600 mg/dl and to closely monitor her blood glucose results. There was no indication that the pump malfunctioned; however, this complaint is being reported because the pt reportedly suffered a hypoglycemic and hyperglycemic events as a result of use error.